Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis while wearing the pod between 5 and 24 hours. The patient reported that when they went to bed on the night of (B)(6) 2026, their blood glucose levels measured 5.7 mmol/l (103 mg/dl), however when they woke up on the morning of (B)(6) 2026, it measured 19 mmol/l (342 mg/dl) and then steadily increased to 25 mmol/l (450 mg/dl). The patient reported feeling dizzy, vomiting and ¿almost lost consciousness¿. The patient was taken to hospital in an ambulance. It was reported that at the time of hospitalisation, the patient¿s ketones measured 4.7 (units and method of measurement were not provided). When the pod was removed from the infusion site, the cannula was found to be bent. The pod was discarded at the hospital. The patient was treated with intravenous insulin, oral fluids and food. The patient was released 8 hours later, on the same day.